Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. It was noted that malfunction was suspected with the lead splitter connection since the patient was not receiving any stimulation due to high impedances. The patient was doing well post operatively. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having discomfort when charging. The patient will undergo an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having discomfort when charging. The patient will undergo an explant procedure. Device malfunction was suspected.

Manufacturer narrative:
Correction to initial MDR.

Event description:
A report was received that the patient was having discomfort when charging. The patient will undergo an explant procedure. Device malfunction was suspected.